Manufacturer narrative:
Follow-up #1: date of submission 08/19/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/27/2016 with the following findings: the keypad cover was found to be intact; all buttons were unresponsive during investigation. The keypad cover was removed; there was no contamination found under the contacts. The pump was opened; there was no evidence of internal moisture found. The keypad flex was found to be fully seated in the closed connector. An investigational step was unable to be completed due to an inability to advance past the verify screen. The audio bolus button (abb) cover was observed to be damaged/punctured. The abb cover was removed; there was evidence of moisture under the contact. The abb was shorted due to moisture which resulted in unresponsive keypad. The abb cover/slug/contact were removed; the keypad buttons were responsive which allowed the pump to be programmed for the flow accuracy test. The pump was tested for delivery accuracy during investigation and was found to be within specifications. Unrelated to the complaint, the battery compartment was observed to be cracked at the threads to the left of the bumper and at the case seal below the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the up, down and ok keypad buttons were under-responsive causing the patient to have experienced a blood glucose (bg) measurement of 487 mg/dl with extreme thirst and frequent urination. The patient reportedly discontinued insulin pump therapy. This complaint is being reported because the patient experienced hyperglycemia allegedly due an unresponsive issue with the keypad buttons which may had lead an incorrect insulin delivery or the inability to use the pump.